Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that customer received excessive motion sensor test failure alarms after having an MRI while still connected to insulin pump. It was also reported that there were broken and missing pieces from the battery and reservoir compartment. Caller reported that damage may have been due to wear and tear. Caller was advised that insulin pump would need to be replaced. Customer's blood glucose was unknown.